Manufacturer narrative:
Corrected data: (B)(6) 2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: ¿implant ruptured for both sides."

Event description:
Patient reported "implant ruptured for both sides¿ against left side device. The device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, an opening on posterior, red particles on the shell, crease fold, and wear abrasion. A microscopic analysis was performed which identified, a sharp opening on posterior. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp opening on posterior assessed, as unidentified (tear) opening.

Event description:
Patient reported, left side rupture. The device has been explanted and replaced.